Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, water and air leakage were observed at the connection between the cannula and the infusion line. No report that actual patient harm occurred or surgery was prolonged or delayed.

Event description:
We have been informed that during procedure, water and air leakage were observed at the connection between the cannula and the infusion line. No report that patient harm occurred or surgery was prolonged or delayed.

Manufacturer narrative:
In regard to this complaint, an aveta infusion line and a cannula with closure valve were received for investigation. Visual inspection showed no anomalies. The closure valve was in pristine shape. Testing in accordance with the applicable test protocol confirmed the reported leakage; however, it should be noted that some leakage is allowed. Since the amount of leakage did not exceed the specified maximum water leakage of 0.4 ml/min at a pressure of 40 mmhg, it was concluded that the valve met its specification. Based on the investigation performed, a (manufacturer related) failure could not be confirmed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since the returned product met its specification, a (manufacturer related) failure could not be confirmed. Hence, no remedial action, corrective/preventive action or field safety corrective action (fsca) was initiated.the analysis includes all complaints with failure mode as reported ci-inf-leakage related to comparable trocar systems. Please note that each trocar set includes three trocars. The number of devices on the market is therefore considerably higher than reflected in the table.